Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.

Event description:
Event is on-going since (B) (6) 2008. Customer reported the extension set c42006e tubing comes apart at the double yellow stopcocks. The user will attempt to tighten the stopcocks but they just keep turning and will not secure tightly, resulting in fluid leaking out and the patient not receiving the intended medication. No patient harm reported and no specific events or details provided. IV extension set requested but not received to date. A follow up report will be filed if product is returned in the future.